Event description:
The reporter stated that the bilirubin control was negative. During the call, it was determined that the wrong controls had been used. When the reporter looked on the bottom of the strip vial, they discovered a crack. The product was replaced and requested to be returned for evaluation.